Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/16/2019. The field service engineer (se) inspected the device and confirmed the reported issue. The se found that the braided wire on speaker make contact with speaker housing on speaker #1 (connected mc pcb). The fse moved wire from speaker housing, braided wire had no contact on speaker #1 housing. Inspected speaker #2, no contact found on speaker housing. The fse was able to resolve the issue with no part replacement required. The unit passed all testing and the customer confirmed the unit has been put back into service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated a primary alarm failed error code. No patient harm reported.